Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of coyote fc balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The distal tip was damaged. Magnified inspection identified a pinhole in the balloon material at the distal edge of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07410. It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). After a 014 non-bsc guide wire crossed the lesion, a 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced for dilatation. Subsequently, during dilatation, it was noted that the balloon was already ruptured. The device was then exchanged with a 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter and was inflated twice at unspecified pressure. However, on the third inflation at unspecified pressure, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID: 2134265-2014-07410. It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). After a 014 non-bsc guide wire crossed the lesion, a 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) balloon catheter was advanced for dilatation. Subsequently, during dilatation, it was noted that the balloon was already ruptured. The device was then exchanged with a 3.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter and was inflated twice at unspecified pressure. However, on the third inflation at unspecified pressure, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.